Event description:
While pulling the catheter out, there was noted to be approx 2/3 of the catheter missing. Fluoroscopy was performed which revealed that the catheter was broken and the distal 2/3 of the catheter was in the right atrium and ventricle. Incision was closed in anatomical layers and dressing was applied. This appeared to be non-mobile under fluoroscopy. She had f/u review of the her CT scan done back in february which showed that the catheter on the CT scan at that point in time was already separated from the reservoir and sitting in the atrium and ventricle. The pt was taken to the recovery room in stable condition. Postoperatively discussion was held with interventional at (B)(6) and they are willing to try to remove this catheter, although it is unclear how long the catheter has been in place in the ventricle. This may be epithelialized over and not emendable to easy removal. She is having no arrhythmias at the time of the procedure. She is completely asymptomatic.